Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals failed to deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the products in question.

Manufacturer narrative:
Investigation results: device 1: the device was returned to the factory for evaluation. It showed signs of clinical usage. There was a significant amount of blood on the delivery device, inside of the delivery tube, and on the seal. The delivery device was returned outside of the loading device. The seal was extended outside of the delivery tube; it remained anchored to the tension spring assembly, the seal was partially unraveled along the third and fourth rows from the center. The green slide lock was unlocked and white plunger was depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for the partially unraveled seal and for failure to deploy properly. Device 2: the device was returned to the factory for evaluation. It showed signs of clinical usage. There was a significant amount of blood on the delivery device, inside of the delivery tube, and on the seal. The delivery device was returned outside of the loading device. The tension spring assembly, anchor tab and the seal were located inside of the delivery device tube. The seal was partially unraveled along the first row from the outer edge. The green slide lock was unlocked and the white plunger was depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for the unraveled seal and for failure to deploy properly. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).